Event description:
It was reported that a tria ureteral stent was used in a ureteroscopy procedure in the kidney, ureter and bladder. During insertion, it was noticed that the stent kinked. The procedure was completed with another of the dame device and there were no patient complications reported. Additional information received on october 03, 2025, clarified that the event occurred outside the patient and the coil was also detached.

Manufacturer narrative:
Block h6: device code a0406 captures the reportable event of stent kinked inside the patient. Blocks b5, e1, e3, and h6, have been updated based on the additional information received on october 03, 2025. Additional information was received from the complainant on october 03, 2025, clarified that the reported issue was the coil was also detached, however, the event occurred outside the patient. Although this can result in a clinically insignificant delay of the procedure, this event is unlikely to cause or contribute to a death or serious injury if the malfunction were to recur. Based on the review of the information, this event no longer meets reporting criteria.

Manufacturer narrative:
. Device code a0406 captures the reportable event of stent kinked inside the patient.

Event description:
It was reported that a tria ureteral stent was used in a ureteroscopy procedure in the kidney, ureter and bladder. During insertion, it was noticed that the stent kinked. The procedure was completed with another of the dame device and there were no patient complications reported.